Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device was discarded by the hospital. If additional information becomes available, it will be submitted in a supplemental report. This is the same patient/event as MFR# 9610726-2011-00156.

Event description:
It was reported that, "dr opened first pack of simplex powder, poured into mixing container, preceded to pick-up second pack of simplex powder and stopped due to black hair on package. The surgeon discarded everything and commented that he didn't know if the hair was present from packaging process or appeared from operating room. Surgeon proceeded to open two new boxes and continued to complete implantation process."